Event description:
It was reported that the pacing lead failed to sense and capture due to a possible fracture. The patient's daughter later expressed concern over the lead breaking in the main artery "causing patient to code". The lead was removed and replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: distal conductor fractured. Blood/body fluid was present on all conductors and the helix mechanism. Visual analysis revealed all insulators breached cut, outer insulation breached cut, and the lead stretched. The full lead was returned for analysis.